Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient recently had a stress test done and the patient¿s ins was not turned off. This caused interference and lead to a heart catheterization which was negative. It was unknown when the stress test occurred. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the hcp had no knowledge of the patient¿s previous history and were not able to provide any additional information. The patient¿s status following the event was unknown. No further complications were reported.